Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the generator central processing unit were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system would intermittently not boot up or fluoro prior to a case. No patient injury was reported.